Event description:
Report 2 of 2: it was reported that during use of bd max¿ enteric viral panel, a false negative norovirus patient result was obtained. Sample was repeated on genexpert and biofire and was norovirus positive. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for two discrepant results for norovirus (nov) target when using the bd max¿ enteric viral panel assay (ref. (B)(4)) from lot 5029108 was performed by the review of manufacturing records and the complaint¿s history review. The review of quality control records of bd max¿ enteric viral panel assay lot 5029108 revealed no anomalies that could explain the customer¿s discrepant results. Retain material of bd max¿ enteric viral panel from lot 5029108 was tested and no anomalies that could explain the customer¿s discrepant results. Despite multiple attempts made to receive information, no data was available for the investigation. Without data, bd is unable to identify the cause of the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel assay lot 5029108. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no trend was identified.

Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false negative norovirus patient result was obtained. Sample was repeated on genexpert and biofire and was norovirus positive. There was no report of patient impact.